Event description:
Caller states the patient tested 5.1 inr and 2.8 inr on coaguchek s system 1 while coaguchek system 2 produced a result of 2.2 inr during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 2. Reference medwatch is for suspect device in coaguchek s system 1.